Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense and chronic pelvic pain in left side radiating to back') and genital haemorrhage ('intense bleeding with blood clots') in a 40-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis leg in 2016, left oophorectomy in 1997, menarche in 1989, multiple caesarean sections (two girls), multi gravida, abortion, nodule excision, ovarian cyst ruptured and pain menstrual. Previously administered products included for an unreported indication: oral contraceptive in 1989. Concurrent conditions included allergic reaction to analgesics, drug allergy and allergic reaction to analgesics. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("heavy abdominal pain/ cramps") and abdominal distension ("abdominal bloat"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("right adnexal cyst 5.9x4.8 cm") and paraovarian cyst ("paraovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"), 2 years 6 months after insertion of essure. In (B)(6) 2020, the patient was found to have weight increased ("weight gain") and experienced anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual desire"), premature menopause ("premature menopause"), sexual dysfunction ("lack of sexual pleasure") and irritability ("irritability"). On (B)(6) 2020, the patient experienced post procedural haemorrhage ("light postoperative vaginal bleeding"), hypoaesthesia ("post operative numbness in the neck") and procedural headache ("light postoperative headache"). On (B)(6) 2020, the patient experienced procedural nausea ("nausea") and procedural pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced dysmenorrhoea ("intense abdominal pain worse during menstruation"), salpingitis ("light/moderate chronic salpingitis"), heavy menstrual bleeding ("heavy menstrual flow during 15 days"), vaginal haemorrhage ("vaginal bleeding"), premenstrual pain ("intense abdominal pain worsened during premenstruation"), premenstrual syndrome ("moderate premenstrual syndrome"), breast pain ("moderate mastalgia") and headache ("cephalea"). The patient was hospitalized for 4 days. The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), enoxaparin sodium (clexane), ferrous sulfate (sulfato ferroso), ketoprofen (cetoprofeno), paracetamol, simeticone (simeticona), tenoxicam (tenoxican), tramadol, tranexamic acid (transamin) and surgery (essure removal via total abdominal hysterectomy and total adnexectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the post procedural haemorrhage, hypoaesthesia, procedural headache, procedural nausea and procedural pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, salpingitis, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, adnexa uteri cyst, paraovarian cyst, uterine leiomyoma, premenstrual pain, premenstrual syndrome, breast pain, headache, weight increased, anxiety, depression, loss of libido, premature menopause, sexual dysfunction and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, anxiety, breast pain, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, irritability, loss of libido, pelvic pain, post procedural haemorrhage, premature menopause, premenstrual pain, premenstrual syndrome, procedural headache, procedural nausea, procedural pain, salpingitis, sexual dysfunction, uterine leiomyoma, vaginal haemorrhage, weight increased and paraovarian cyst to be related to essure. The reporter commented: essure placement on the right tube without complication, 4 coils, on the left tube procedure failed due to the fact the patient had been submitted to left oophorectomy. The symptoms (cramps, continuous pain, headache, bleeding) started in 2017, some months after the essure insertion. Visit to emergency room in 2018, symptoms increased in 2019. No reason for the symptoms could be found. Nine months after essure removal she presents hot flash, dyspareunia and did not lose the weight gain. She also reports all symptoms recovered after essure removal. On (B)(6) 2021 was prescribed homeopathic therapy, 4 pills tid, continuously for 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): chest x-ray - on (B)(6) 2020: metallic extraneous body projected on the lower dorsum vertebral body. Computerised tomogram - on (B)(6) 2019: pelvis and abdomen CT scan without contrast, enlarged uterus with irregular borders. Heavy metal test - on (B)(6) 2020: nickel serum blood test lower than 2.0 mcg/l (ref. For unexposed people: lower than 2.0 mcg/l; for exposed people: lower or equal 10.00 mcg/l). Pathology test - on (B)(6) 2020: material: uterus, right adnexa and left tubal segment. Macroscopy: a) globose uterine body measuring 8.0x7.5x2.8 cm, covered by rough and opaque serosa. In sections, the endometrial cavity is deviated with a 0.2cm thick pink endometrium, the myometrium is brown and fasciculate with nodules of submucosal myomatosus appearance measuring the largest 2.98 cm. B) tubal segment measuring 2.5x0.7 cm with smooth serosa and shiny cuts, exhibiting virtual light. Ovarian cyst capsule measuring 6.5x4.5x2.8 cm, with opalescent and cerebriform outer surface and brownish-dark inner surface with yellowish, white bodies and follicles, with appended para ovarian cyst measuring 3.0x2.0x1.5 cm, filled by brownish and pasty content, with yellowish bodies. C) uterine tubes measuring 4.0x0.8cm with smooth and shiny serosa, when cut shows virtual light. Conclusion: a) serous wall endometrium, uterine leiomyoma, b) mild chronic salpingitis, ovary showing white bodies, yellow bodies and ovarian follicles with ruptured luteal cyst, c) moderate chronic salpingitis. Smear test - on (B)(6) 2018: smear cervix normal. Ultrasound abdomen - on (B)(6) 2019: anechoic, regular cystic image, with distal acoustic reinforcement in the region adjacent to the spleen, measuring 6.6x7.2cm. Impossible to precisely define the location. Regular cystic image, with well-defined borders in the right adnexal region, measuring 5.4x3.8 cm; on (B)(6) 2020: liver with fatty infiltrate. Ultrasound scan vagina - on (B)(6) 2016: left ovary not visualized, presence of fluid in douglas' cul-de-sac, absence of pure cystic image or pelvic tumor; on (B)(6) 2016: essure device on the right tube well positioned (patient reported she had done oophorectomy on the left ovary); on (B)(6) 2019: uterus anteverted, normal size and contour, diffusely heterogeneous echotexture, measuring 8.0x3.2x4.3 cm. Heterogeneous image, irregular, with well-defined borders, isoechogenic, in the anterior fundal wall, measuring 2.1x1.7 cm, possibly corresponding to myoma. Ovary not visualized due to strong gaseous interposition. Cyst in the right adnexal region measuring 5.9x4.8 cm and cyst in the posterior region of the uterus measuring 2.3x2.5, both producing distal acoustic reinforcement. Absence of free liquid in the posterior cul-de-sac; on (B)(6) 2020: uterus anteverted with increased dimensions, irregular contour and heterogeneous texture, hypoechogenic nodular image whose differential diagnosis includes leiomyoma, anterior intramural measuring 31.28 mm. Uterus measures 122x67x81mm, vol 351.6 cm. Endometrium deviated by the nodule measuring 12.7 mm thick. Right ovary measuring 74x69x94mm, vol 252.5 cm, thick-walled cystic image with debris measuring 59x51mm. No signs of new vascularization on color doppler. Left ovary not visualized, however there is no expansive, solid or cystic formation in the topography of the left adnexa. No evidence of free liquid in posterior cul-de-sac; on (B)(6) 2020: unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense and chronic pelvic pain in left side radiating to back') and genital haemorrhage ('intense bleeding with blood clots') in a (B)(4) year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included thrombosis leg in 2016, left oophorectomy in 1997, menarche in 1989, multiple caesarean sections (two girls), multi gravida, abortion, nodule excision, ovarian cyst ruptured and pain menstrual. Previously administered products included for an unreported indication: oral contraceptive in 1989. Concurrent conditions included allergic reaction to analgesics, drug allergy and allergic reaction to analgesics. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion intervention required), abdominal pain ("heavy abdominal pain/ cramps") and abdominal distension ("abdominal bloat"). On (B)(6) 2019, the patient experienced adnexa uteri cyst ("right adnexal cyst 5.9x4.8 cm") and paraovarian cyst ("paraovarian cyst") and was found to have uterine leiomyoma ("uterine myoma"), 2 years 6 months after insertion of essure. In (B)(6) 2020, the patient was found to have weight increased ("weight gain") and experienced anxiety ("anxiety"), depression ("depression"), loss of libido ("lack of sexual desire"), premature menopause ("premature menopause"), sexual dysfunction ("lack of sexual pleasure") and irritability ("irritability"). On (B)(6) 2020, the patient experienced post procedural haemorrhage ("light postoperative vaginal bleeding"), hypoaesthesia ("post operative numbness in the neck") and procedural headache ("light postoperative headache"). On (B)(6) 2020, the patient experienced procedural nausea ("nausea") and procedural pain ("abdominal pain after essure removal"). On an unknown date, the patient experienced dysmenorrhoea ("intense abdominal pain worse during menstruation"), salpingitis ("light/moderate chronic salpingitis"), heavy menstrual bleeding ("heavy menstrual flow during 15 days"), vaginal haemorrhage ("vaginal bleeding"), premenstrual pain ("intense abdominal pain worsened during premenstruation"), premenstrual syndrome ("moderate premenstrual syndrome"), breast pain ("moderate mastalgia") and headache ("cephalea"). The patient was hospitalized for 4 days. The patient was treated with bromopride (bromoprida), cefazolin (cefazolina), diazepam (diazepan), diclofenac potassium (lfm diclofenaco de potassio), dimeticone (dimeticona), enoxaparin sodium (clexane), ferrous sulfate (sulfato ferroso), ketoprofen (cetoprofeno), paracetamol, simeticone (simeticona), tenoxicam (tenoxican), tramadol, tranexamic acid (transamin) and surgery (essure removal via total abdominal hysterectomy and total adnexectomy). Essure was removed on (B)(6) 2020. On (B)(6) 2020, the post procedural haemorrhage, hypoaesthesia, procedural headache, procedural nausea and procedural pain had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, salpingitis, heavy menstrual bleeding, vaginal haemorrhage, abdominal distension, adnexa uteri cyst, paraovarian cyst, uterine leiomyoma, premenstrual pain, premenstrual syndrome, breast pain, headache, weight increased, anxiety, depression, loss of libido, premature menopause, sexual dysfunction and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, anxiety, breast pain, depression, dysmenorrhoea, genital haemorrhage, headache, heavy menstrual bleeding, hypoaesthesia, irritability, loss of libido, pelvic pain, post procedural haemorrhage, premature menopause, premenstrual pain, premenstrual syndrome, procedural headache, procedural nausea, procedural pain, salpingitis, sexual dysfunction, uterine leiomyoma, vaginal haemorrhage, weight increased and paraovarian cyst to be related to essure. The reporter commented: essure placement on the right tube without complication, 4 coils, on the left tube procedure failed due to the fact the patient had been submitted to left oophorectomy. The symptoms (cramps, continuous pain, headache, bleeding) started in 2017, some months after the essure insertion. Visit to emergency room in 2018, symptoms increased in 2019. No reason for the symptoms could be found. Nine months after essure removal she presents hot flash, dyspareunia and did not lose the weight gain. She also reports all symptoms recovered after essure removal. On (B)(6) 2021 was prescribed homeopathic therapy, 4 pills tid, continuously for 1 year. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2020: nickel serum blood test lower than 2.0 mcg/l (ref. For unexposed people: lower than 2.0 mcg/l; for exposed people: lower or equal 10.00 mcg/l). Chest x-ray - on (B)(6) 2020: metallic extraneous body projected on the lower dorsum vertebral body. Computerised tomogram - on (B)(6) 2019: pelvis and abdomen CT scan without contrast, enlarged uterus with irregular borders. Pathology test - on (B)(6) 2020: material: uterus, right adnexa and left tubal segment. Macroscopy: a) globose uterine body measuring 8.0x7.5x2.8 cm, covered by rough and opaque serosa. In sections, the endometrial cavity is deviated with a 0.2cm thick pink endometrium, the myometrium is brown and fasciculate with nodules of submucosal myomatosus appearance measuring the largest 2.98 cm. B) tubal segment measuring 2.5x0.7 cm with smooth serosa and shiny cuts, exhibiting virtual light. Ovarian cyst capsule measuring 6.5x4.5x2.8 cm, with opalescent and cerebriform outer surface and brownish-dark inner surface with yellowish, white bodies and follicles, with appended para ovarian cyst measuring 3.0x2.0x1.5 cm, filled by brownish and pasty content, with yellowish bodies. C) uterine tubes measuring 4.0x0.8cm with smooth and shiny serosa, when cut shows virtual light. Conclusion: a) serous wall endometrium, uterine leiomyoma, b) mild chronic salpingitis, ovary showing white bodies, yellow bodies and ovarian follicles with ruptured luteal cyst, c) moderate chronic salpingitis. Smear test - on (B)(6) 2018: smear cervix normal. Ultrasound abdomen - on (B)(6) 2019: anechoic, regular cystic image, with distal acoustic reinforcement in the region adjacent to the spleen, measuring 6.6x7.2cm. Impossible to precisely define the location. Regular cystic image, with well-defined borders in the right adnexal region, measuring 5.4x3.8 cm; on (B)(6) 2020: liver with fatty infiltrate. Ultrasound scan vagina - on (B)(6) 2016: left ovary not visualized, presence of fluid in douglas' cul-de-sac, absence of pure cystic image or pelvic tumor; on (B)(6) 2016: essure device on the right tube well positioned (patient reported she had done oophorectomy on the left ovary); on (B)(6) 2019: uterus anteverted, normal size and contour, diffusely heterogeneous echotexture, measuring 8.0x3.2x4.3 cm. Heterogeneous image, irregular, with well-defined borders, isoechogenic, in the anterior fundal wall, measuring 2.1x1.7 cm, possibly corresponding to myoma. Ovary not visualized due to strong gaseous interposition. Cyst in the right adnexal region measuring 5.9x4.8 cm and cyst in the posterior region of the uterus measuring 2.3x2.5, both producing distal acoustic reinforcement. Absence of free liquid in the posterior cul-de-sac; on (B)(6) 2020: uterus anteverted with increased dimensions, irregular contour and heterogeneous texture, hypoechogenic nodular image whose differential diagnosis includes leiomyoma, anterior intramural measuring 31.28 mm. Uterus measures 122x67x81mm, vol 351.6 cm. Endometrium deviated by the nodule measuring 12.7 mm thick. Right ovary measuring 74x69x94mm, vol 252.5 cm, thick-walled cystic image with debris measuring 59x51mm. No signs of new vascularization on color doppler. Left ovary not visualized, however there is no expansive, solid or cystic formation in the topography of the left adnexa. No evidence of free liquid in posterior cul-de-sac; on (B)(6) 2020: unremarkable. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.